Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria include the need for surgical intervention to prevent the permanent damage. The patient report contained limited information. The potential root cause is the treatment procedure and a more specific cause cannot be established based on the available information. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-may-2022 by a female patient of an unknown age, concerning herself. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with sculptra for years and never had problem until now. On an unknown date, the patient received treatment with sculptra to unknown location (unknown amount, lot number, injection technique and needle type). On an unknown date, the patient had experienced a nodule (implant site nodule). On an unknown date, the nodule was surgically removed but patient was still having the issues. Outcome at the time of the report: nodule was not recovered/not resolved/ongoing.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-may-2022 by a female patient of an unknown age, concerning herself. The patient had no known medical history, sensitive skin or allergies. No information about concomitant medication has been provided. The patient had previously received treatment with sculptra for years and never had problem until now. In (B)(6) 2021, the patient received treatment with sculptra to face (unknown amount, lot number, injection technique and needle type). Six weeks after treatment, the patient had experienced nodules/lumps and bumps (implant site nodule) on the face. The patient had contacted the hcp who advised to massage the area. According to the patient, she had massaged the area more than the required times. Later, the patient was injected with saline [sodium chloride] to break up the nodules. The nodules and lumps were removed surgically. Three months later, another nodule appeared in the same spot. The patient reported that she also had multiple lumps and bumps all over the sides of her face, everywhere the sculptra was injected. According to the patient, she sought treatment from one of the certified trainers who was somewhat able to cover one of the largest nodules with an unspecified dermal filler. The patient reported that the injector did everything wrong, from the product mixing ratio/ns, to product placement and injection technique. The injector had her wait 2 1/2 weeks between treatments. The patient still continued to have new nodules and bumps. Outcome at the time of the report: nodules/lumps and bumps was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 04-dec-2022 and 06-dec-2022 from patient herself. Verbatim of event updated. Suspect device implant date, location, latency, event location, outcome and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected event of nodule at implant was considered possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent the permanent damage. The potential root cause is the treatment procedure. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.